Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. According to the complainant, a week after the procedure, the patient started experiencing stiffness in the joints and about another week it started hurting. On (B)(6) 2021, his left knee and calf were swollen. Patient was treated with anti-inflammatory steroids for 11 days. After he stopped taking the medication, the patient noticed a little more stiffness than normal, but nothing like when it first started. Reportedly, the patient condition remains the same, he was stiffer than normal and having more pain than normal. Patient took two doses of ibuprofen within a ten hour period to get sleep.